Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level around 700 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a few days days later, exact date not known, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.